Manufacturer narrative:
Device evaluation updated on 5/18/2020: the analysis results show that the device appeared intact. Leak testing and microscopic testing were not performed to avoid compromise the device integrity. No additional anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient undergoing a primary breast augmentation with mentor smooth round moderate plus profile 400cc saline breast implants which the left side deflated intraoperatively. During surgery doctor noticed the implants was defective and the leaflet broke during surgery. The implant was already in the patient and was then removed. No adverse event reported.

Manufacturer narrative:
Device evaluation: the analysis results show that the device appeared intact. Leak testing and microscopic testing were not performed to avoid compromise the device integrity. No additional anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Manufacturer¿s reference number: (B)(4).